Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an explant procedure of the superion decompression device for an unknown reason. The procedure was completed successfully, and the patient did well post-operatively. The device was retained by the facility and will not be returned for analysis.